Event description:
The customer reported sample counts outside limits system errors involving the unicel dxc 600i synchron access clinical system. There was no report of impact to patient results. The customer performed system troubleshooting and was advised to replace the substrate bottle and prime the system. The customer performed system check and it passed within specification. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the substrate valve and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the substrate valve. A definitive root cause is unknown. (B)(4).